Event description:
It was reported that during prostate enucleation procedure under local anesthesia, the physician felt that the fiber is delivering very low power. The procedure was canceled because the fiber was stuck in the connector and could not be replaced. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during prostate enucleation procedure under local anesthesia, the physician felt that the fiber is delivering very low power. The procedure was canceled because the fiber was stuck in the connector and could not be replaced. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.